Event description:
It was reported that balloon rupture occurred. The patient presented with chronic critical limb ischemia threatening ischemia (clti). Vthe 95% stenosed, target lesion was located in a non-tortuous and severely calcified superficial femoral artery. A 3mm x 40mm x 146cm coyote es balloon catheter was advanced for dilatation. However, during the first inflation at 6 atmospheres for 20 seconds, the balloon ruptured. The device was completely removed and the procedure was completed with a different device. No patient complications were reported and the patient status was in good condition.